Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.75mm x 15mm nc emerge balloon catheter was advanced for dilatation; however, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 3.75mm x 15mm nc emerge balloon catheter was advanced for dilatation; however, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
E1 initial reporter address city: (B)(6). Device evaluated by MFR:returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a shaft tear 5mm long starting at the exit notch and extending distally. Inspection of the remainder of the device presented no other damage or irregularities.